Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after placement of an embolization coil in an internal carotid artery aneurysm, the delivery system was pulled back slowly to verify detachment of the coil; however, the coil moved. During removal, the coil then unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient's status is reported to be good.

Manufacturer narrative:
The device was returned for evaluation. The implant coil was not received for analysis. The pusher body coils were noted to be stretched with the proximal end of the pusher still in the microcatheter; however, the heather coil of the pusher remained intact and appeared to be undamaged. The distal end of the attachment tether was removed from the ID of the body coils. The monofilament was noted to have mushroomed at the point of termination, which indicates the device had undergone thermal cycling/detachment. Based on the investigation and provided information, the complaint of a prematurely detached implant cannot be confirmed as the device exhibited evidence of thermal detachment. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications, which would have resulted in stretching of the coil.